Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The date of event is unkown. This event time is unkown. There was no report of patient harm. No known adverse event. Poor image quality. Refer to expiration date as complaint notification date.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: we checked the returned unit and confirmed, that the air/water nozzles missing glue. Based on the result, we concluded, that it was caused, due to the excessive force applied on the air/water nozzle. As a result of performing gfe, it was found that the nozzle had not fallen out in the patient's body. The device has been repaired.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k). G6: follow up #2. H2:if follow-up, what type? Additional information: d4:unique identifier (UDI).